Event description:
The device broke, pulled apart or was cut. The break, tear or cut happened in the length of external catheter. All "problems" were discovered outside the pt's body and the pt was not harmed. Medwatch report was received on 12/19/2008 with the following info: clinical personnel noted blood specks on the pt and bedding. Cvl noted to be broken in half and blood coming from the line. Malicious intent was ruled out. Inspection of a new catheter showed product coming apart at juncture of catheter and tubing, very easily, causing a safety hazard. Pt outcome unk.

Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine the root cause of the device breakage at this time. Our quality control dept verifies all catheter lumens are open and not occluded and that the surface is free of damage and imperfections 100% prior to further processing. They also verify that each extension, main catheter shaft, and if specified, strain relief tubing are securely molded to the manifold without voids or cracks. An IFU that is provided with this device includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. Nevertheless, the appropriate individuals were notified of this matter in an effort to minimize the potential for recurrence and we will continue to monitor for similar reports.